Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 650mcg/ml for a total dose of 31mcg/day via an implantable pump for non-malignant pain. It was reported on an unknown date a catheter event occurred and the catheter event was confirmed. It was reported the catheter had a tear/hole/fracture, and the catheter was broken. The healthcare professional (hcp) noticed a volume discrepancy at a refill which led them to performing a dye study. It was unknown when the dye study was performed. The dye study led to the hcp performing a revision on the catheter yesterday ((B)(6) 2017). It was noted the issue was diagnosed via a dye study. No symptoms were reported. It was noted that the catheter was revised on (B)(6) 2017. Caller had a question about what to select in the app when registering a patient's device and caller was redirected to device registration. Hcp asked questions to be directed to the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code no longer applies a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was a little confusion that was now cleared up. This broken catheter was actually discovered during a previous pump replacement but the doctor decided not to revise the catheter until a later date. It was since revised on (B)(6) 2017. Patient hadn¿t noticed a change in therapy and had no negative side effects. There was not a volume discrepancy as previously communicated. The cause of the broken catheter was unknown.